Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on h6: impact code and b5: describe event or problem.

Event description:
It was reported that this lead was attempted but unsuccessful due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information was obtained which indicated that the lead was attempted but unsuccessful due to length of the lead was short and the physician opted for a longer lead. Furthermore, there was placement difficulty due to patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was attempted but unsuccessful due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information was obtained which indicated that the lead was attempted but unsuccessful due to length of the lead was short and the physician opted for a longer lead. Furthermore, there was placement difficulty due to patient anatomy. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted but unsuccessful due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.